Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time, when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the blade tip broke off and returned. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and blade was broken and located inside the tube proximal to the tissue pad. The analysis concluded that the blade broke due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during laparoscopic supracervical hysterectomy procedure, the blade broke. It is unknown if the blade fell into the patient, but the blade is being returned with the device. A second device was used to complete the case with no patient consequence. One device to be returned for analysis.